Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 300 units of insulin. It was unknown how much insulin had been delivered as the customer was on the third day of supplies; however, reported that the insulin gauge remained static at 95 units for 2 days. The customer declined to reload the cartridge with tandem technical support and stated, once additional supplies are available, that a new cartridge would be loaded onto the pump. There was no impact to the customer's blood glucose level.